Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2408-56 serial #: (B)(4) description: avista MRI perc lead kit, 56cm model#: sc-4319 lot #: 197944371 description: clik x MRI anchor the explanted devices were not returned to bsn as it were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection at the ipg site. Symptoms were pain and puffiness at the ipg site. The physician believed that the infection was device related and that the cause of infection was unknown. IV antibiotics was prescribed. The patient underwent an explant procedure. No device malfunction was suspected.